Manufacturer narrative:
Product analysis: analysis was able to confirm the display was not working. The epg failed incoming testing for display functionality. The lower part of the display was barely readable. Analysis also noted that all the bails were missing, the bail covers were missing, and the upper and lower cases were broken. The epg was returned to the customer without repair. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) menu display was not working. The epg was returned for service. No patient complications have been reported as a result of this event.